Event description:
The manufacturer representative reported that the implant had been flipping in the past and there was a surgery on (B)(6) 2016 to set the implant back into place in the same pocket. Additional information received from the consumer reported that the healthcare professional had used mesh to make sure the implant would not flip. The patient stated they had coupling issues that started before the revision. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.